Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient's weight, but the information was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-08187. It was reported that system diagnostics recorded high impedances. Reportedly, x-rays revealed lead fracture and a portion of the lead had pulled away from the ipg. As a result, patient underwent surgical intervention wherein the cervical lead and ipg were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.